Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 427 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. The customer was treated with manual injection. The insulin pump had motor error alarm during rewind. Customer was able to successfully clear the alarm. Customer was able to complete rewind the insulin pump. The device will not be returned for analysis.